Event description:
It was reported to philips that the system gave an alert indicating the image disk space was low, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was performed when the issue happened. The procedure was delayed due to inability to save cine images. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. After reviewing the log file, fse found the malfunction on frontal ip-pc. Upon troubleshooting, fse found the third disk bay's light was out and it is confirming that the ippc disk bay was faulty. To resolve the problem, under another case fse replaced ippc disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue on 04 november 2024, philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.